Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported for daughter via phone call for high blood glucose. The customer¿s blood glucose level was 500 m/dl at the time of the incident. The customer stated insulin pump has not been working it has been saying insulin flow blocked. Customer reported that alarm did not occur during fill tubing. Customer reported that event was resolved by the changing complete set (infusion and reservoir). Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.